Manufacturer narrative:
The event occurred in (B)(6). Other text : will not be returned to manufacturer.

Event description:
Caller states patient tested 3.5 inr and 3.7 inr on the coaguchek xs system while a comparison lab returned as 2.46 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system; however caller no longer has the test strips.